Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a long charge time error code. This device system subsequently explanted and replaced. No additional adverse patient effects were reported.